Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Tachycardia/ paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Patient was transferred from cape to holmes with wire left in left anterior descending artery (lad). He was brought straight to the or and coronary artery bypass graft x2 was performed. Patient had issues with excessive bleeding with recent brillinta administration. In addition, patient struggled coming off pump and requiring multiple vasopressors. Decision was made to place impella. The surgeon contemplated bringing patient back to or and leaving chest open due to significant bleeding resulting in tachycardia that occurred once chest was closed. 2 days after implant atrial fibrillation with rapid ventricular response started overnight amio. Echo was done and new pericardial effusion on right side was noted. Blood being given. Patient successfully weaned from support and survived the procedure

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.